Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 a 27mm trifecta valve was implanted. During a recent 6-month follow up, what was previously characterized as mild regurgitation had progressed to moderate to severe aortic regurgitation (ar). The patient required re-do aortic valve replacement on (B)(6) 2015. During the procedure to explant the valve, the trifecta valve appeared immobile due to a prolapsed non-coronary cusp with incomplete coaptation and was the suspected cause of the ar. A 25mm edwards perimount valve was implanted.

Manufacturer narrative:
The results of this investigation concluded there was circumferential fibrous pannus ingrowth on the inflow and outflow surfaces of all three cusps. Cusps 1 and 3 contained retractions which resulted in incomplete coaptation of the cusps. Special stains were negative for organisms and no acute inflammation or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the pannus and retractions were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.